Event description:
It was reported that the patient experienced syncope, and a lead warning had triggered. The ventricular lead exhibited undefined impedances, as well as no capture at max outputs. A product revision was performed, and during the revision procedure, the lead was tested with an analyzer, and appeared to be functioning normally. As a result, the device was explanted and replaced, and the lead continued to be functioning normally with the new device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced syncope, and a lead warning had triggered. The ventricular lead exhibited undefined impedances, as well as no capture at max outputs. A product revision was performed, and during the revision procedure, the lead was tested with an analyzer, and appeared to be functioning normally. As a result, the device was explanted and replaced, and the lead continued to be functioning normally with the new device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.